Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented with abdominal pain and a ventricular exit block was noted. Upon doing an x-ray it was noted that this right ventricular (rv) lead dislodged and a perforation was alleged. A revision procedure took place to replace this rv lead. Upon the revision the lead was retracted through the pericardial wall and was lying in the right ventricle. The cardiologist decided to not replace this lead and observe the outcome after the lead remains in the ventricle. A repositioning procedure is planned. The patient was in stable condition. Adverse patient effects were reported. The lead was replaced with a new lead and will not be returned as the distal end of the lead was cut. No additional adverse patient effects were reported.